Event description:
The pentaray stopped putting signal out while in the body. No signal. Poles 3 and 4 were broken on the catheter. The procedure was carried out without complications. Summary: successful pulmonary vein isolation. Successful mitral annular line for an inducible mitral annular flutter. External cardioversion from atrial fibrillation that degenerated from the mitral annular flutter.